Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had previous stents in the rca. The physician intended to use a resolute onyx drug eluting stent to treat a mildly calcified, mildly tortuous lesion with chronic total occlusion (100%) in the mid rca. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that stent deformation occurred in vivo during positioning. Upon loading the device, it was observed that a strut was raised, the physician pulled out the stent and placed a 6fr guidezilla. The procedure was completed using two resolute onyx devices (2.5 x 22mm and 3.0 x 38mm).